Event description:
A customer contacted beckman coulter inc., (bec), and reported a leak at the white blood cell (wbc) bath of the act diff analyzer. The operator who was using the instrument at the time of the leak no longer works at the facility. The customer was not able to provide specifics regarding the event. It is not known what personal protective equipment (ppe) was being worn at the time of the event. It is standard protocol of the lab to wear gown, gloves and goggles while operating the instrument. There was no report of exposure to open wounds or mucous membranes. There was no report of medical attention being sought. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The material safety data sheet (msds) was not reviewed by the customer. The instrument is used for educational purposes only. No patient results were affected, and there was no change to patient treatment in connection to this complaint.

Manufacturer narrative:
Blood, controls, stain, lyse, clenz or diluent can be present at baths of the coulter act diff analyzer. A field service engineer (fse) was not dispatched for this event. The customer requested a quote for a service contract, and they have discontinued the use of the instrument until the issue can be resolved. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is unknown. (B)(4).